Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off during therapy (medication, dose, programmed amount and delivery rate unknown) at the critical care area. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event history log revealed the presence of multiple 'system error 345' message as evidence for the customer reported issue 'read a system error 345'. Should additional relevant information become available, a supplemental report will be submitted.